Event description:
It was reported that the screen is broken. There was no reported patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the display. The customer was offered a repair quote which was rejected. The device remains at the customer site and no further evaluation is warranted at this time.